Event description:
It was reported that prior to an unk procedure, the handpiece displayed an error 3 at start of case. A second handpiece was used to complete case with no pt consequence. No other case information available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was received with a loose mount. The hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was dissembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur.